Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted on (B)(6) 2011 as part of the e7016 wallflex biliary fc benign stricture clinical trial. According to the complainant, the patient had a cholecystectomy on (B)(6) 2010. On (B)(6) 2011, liver function tests were performed. On (B)(6) 2011, a pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6) 2011, the patient underwent a stent placement procedure for treatment of the distal biliary stricture. A sphincterotomy was not performed during the study stent placement as a sphincterotomy had been preformed prior to the procedure. The stricture had been previously dilated with one plastic stent. The plastic stent was removed prior to the study stent placement. During the procedure, the stent was deployed in a satisfactory position across the stricture. The patient was treated as an outpatient. On (B)(6) 2012, the patient underwent the per-protocol removal of the study stent. During the procedure, the retrieval loop broke during stent extraction. The stent was removed in one piece with a snare. Following removal of the stent, there was no evidence of a recurrent stricture. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4) - the reported event of stent retrieval loop broke. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.